Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a PICC. The customer states that the PICC was placed (B)(6) 2011 in the right forearm near the antecubital fossa. On (B)(6) 2011, the PICC fractured at the junction of the clear tubing and the hub. The PICC was removed and replaced with a new one. The pt's status was unchanged at the time of the fracture.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.